Event description:
Boston scientific received information that during an elective lead replacement, the physician reported setscrew extension and retraction difficulty with this product. Additionally, during the procedure the physician observed a slightly loose device-header connection. Following successful lead replacement, clinical observations appeared indicative of a connection issue and thus the physician elected to remove the chronic device and replace with another boston scientific device of same model type. It was further noted, that both the newly implanted, as well as the chronic explanted device, were implanted in a sub-pectoral position. The explanted device is intended to be returned for a post market evaluation. No specific adverse patient effects were observed prior to, or as a result of the implant procedure.

Manufacturer narrative:
Following product return and completion of the laboratory analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations, as all returned product testing demonstrated normal functional properties.